Manufacturer narrative:
A fracture analysis was conducted using a scanning electron microscope. Sem evaluation noted no abnormalities or material defects. Findings were consistent with a typical short-term fatigue fracture. No definitive conclusions can be made at this time. Evaluation detected no manufacturing or material defects. Screw breakage is listed as a potential adverse event. These precautions are stated in the instructions for use (IFU) supplied with the device.

Event description:
Contact reported that one of the depuy spine expedium screws implanted at (s1) 6 weeks ago had broken. A revision was performed and the broken screw returned for evaluation.